Event description:
This event involved a male patient who experienced high priority controller alarms approximately five months post heartware lvad implantation. The patient reported that in four separate occasions his controller displayed high priority alarms and the parameters disappeared from the screen. It was further reported that each of these high priority alarms lasted for one second followed by normal functioning of the controller. Additionally, the site reported that "the patient stated that he did not feel any physical symptoms during these events". The controller was electively exchanged with no reported injuries.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual, functional testing and review of controller log files. The reported event for high-priority alarm was confirmed through log files. These show the controller lost power twice which would have caused the high-priority alarm and the display to go blank. However, the returned controller was tested in a bed motor and in a test bed power sources under both high and ambient temperature which show no failure. The controller was running as intended and all the pump parameters were normal and stable. Based on the information provided there is no evidence to suggest a device malfunction contributed to this event. No additional information will be forthcoming.